Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while wearing the infusion device. At the hospital the patient was diagnosed with ketoacidosis (ph 7.2). The patient was admitted into the intensive care unit and was connected to a perfusor and treated with humulin r insulin. On (B)(6) 2020 the patient was then reconnected to the spirit combo insulin pump and blood glucose levels stabilized. It was discovered that there was an air bubble in the insulin cartridge, which caused the elevated blood glucose levels. The patient was educated by the physician on proper cartridge change. The patient was discharged from the hospital on (B)(6) 2020, the patient's current condition is stable.